Event description:
It was reported that the customer inadvertently dropped the pump and subsequently, after turning the pump on, the display remained black. Customer's blood glucose was 8.2 mmol/l. Customer reverted to an alternate method of insulin therapy.